Event description:
Unit was on a patient. Vc with settings of: breath rate 10, pause time 5%, trigger sens neg 2, peep 0, insp above peep 0, and volume of 9.8 minute. The unit stopped ventilating and was holding a peep of 20.